Event description:
It was reported that, infection issue.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl ha cluster 58mm, cat# 542-11-58g, lot # mjmppn. Accolade (127 deg) size 3.5 accolade (127 deg), size 3.5, cat# 6021-3535, lot# 34626503. V40 cocr lfit head 36mm/+5,6, cat# 260-9-236, lot# mjhrh8. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the devices cannot be performed as the device was not returned to the MFR due to hospital policy. Device history review determined all devices in the specified lots were accepted into finished goods within sterility spec and without any reported discrepancy. Complaint history review determined there have been no other events for the reported lots. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.